Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed they had stopped insulin delivery when showering however, the pump still delivered basal. Customer reported blood glucose level was not impacted. Customer stated they were not 100% that they had stopped insulin but stated they believed they had. Tandem technical support requested the customer upload the pump data to be reviewed. The customer declined to upload the pump data.